Event description:
The patient reported that she experienced a blood glucose (bg) of 500 mg/dl with nausea, vomiting, and ketones after the pump powered off without user intervention. She stated that she corrected via syringe and has implemented a back-up plan for insulin delivery. At the time of the call to animas customer support, the patient's bg was reportedly 328 mg/dl. The patient confirmed that the battery cap was secure. She stated that the pump is exposed to water in the shower/bath. She stated that the pump had been locking and rebooting on its own for a couple of days prior to the reported bg excursion. The issue reportedly remained unresolved with a battery change. This complaint is being reported due to the patient's alleged hyperglycaemic event after the pump lost power.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.